Manufacturer narrative:
Other, other text: h10 device evaluation: one level 1 trauma fast flow disposable was returned for investigation in used condition. The returned unit was visually inspected at a distance of 12 to 16 inches and under normal conditions of illumination. No defects were observed. The unit was tested by introducing colored water to the product. The unit was occluded in the bond between the heat exchanger tube and the fluid tubes. The customer complaint was therefore confirmed. The reported product problem was attributed to a manufacturing problem. This was established as the root cause.

Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow disposables malfunctioned. The customer recently wanted to use the set for an emergency, but was unable to vent. No injury or intervention was reported.